Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. (B)(4). Corrected data compared to sus voluntary event report mw5065870 event report type : serious injury. Event outcome: other serious (important medical event). Adverse event: y. Implant date: (B)(6) 2009. MFR contact name and address: cook medical . Investigation is still in progress.

Event description:
Description of event according to initial reporter: "caller had a CT scan done on (B)(6) 2016 and was informed by radiologist the device had migrated. Four of the legs of the device are protruding through the wall of the vein. Caller has been advised by medical team to remove the device as this can possibly lead to the perforation of other organs and also the possibility of damaged vein. Caller is waiting for a call from the hospital for the date of explant. Additional information received from reporter on (B)(6) 2016 for report mw5065870. Reporter states ivc filter has been removed. He was told by many doctors the device cannot be explanted since he had it implanted for over 7 years. After years of requesting device removal, radiologist at (B)(6) was able to remove the device with no complications. He notes no abnormal tissue growth on the device, as well as no evidence of device breakage." Patient outcome: unknown as information was not provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is solely based on description of event. No product was returned and no imaging was provided. According to the complaint report, the patient's filter had migrated and four of the legs had perforated 'the wall of the vein'. Additional information states, that the device was removed without complications after a dwell time>7 years. No abnormal tissue growth was noted and there was no evidence of device breakage. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported migration and perforation. Thus the root cause cannot be determined. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. IFU, contraindications: megacava (diameter of the ivc > 30mm) filter perforation of the vena cava wall is a known risk reported in the published scientific literature. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [(B)(4) sus voluntary report.pdf]